Manufacturer narrative:
A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures, and it was determined that no trends were identified that would indicate any product related issues. Therefore, it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The reported product is not expected to be returned as reporter indicated the device was discarded. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. On 10 oct 2025, adc received additional information from the customer regarding the reported event. The following sections were updated per the additional information received: b1 - adverse event/product problem. H11 - additional mfg narrative. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email. A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. On behalf of the customer, a healthcare professional (hcp) reported receiving a lower sensor scan result of 2.9 mmol/l which triggered their pump to suspend insulin. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "feeling awful, vomiting, a headache, feeling hot and cold, labored breathing", and was unable to self-treat due to their symptoms. An ambulance was called, and they took the customer to a hospital. At the hospital, an hcp obtained 20 mmol/l from an hcp meter result, compared to a sensor scan of 7 or 8 mmol/l. The results/comparison readings when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. The hcp also obtained a ketone reading of 4 mmol/l and administered two drips of insulin (dose/type unspecified) for a diagnosis of diabetic ketoacidosis (dka). The customer was also provided with fluids for dehydration and paracetamol for pain relief. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors were reviewed and showed no anomalies or non-conformances that could have led to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures, and it was determined that no trends were identified that would indicate any product related issues. Therefore, it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The reported product is not expected to be returned as reporter indicated the device was discarded. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose device scan results compared to unspecified glucose readings obtained from a healthcare professional (hcp) meter. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). As a result, the customer experienced vomiting, headaches, feeling hot and cold, and labored breathing. The customer was unable to self-treat and was provided with insulin drips (type/dose unspecified), unspecified fluids, and paracetamol as treatment by an hcp. There was no report of death or permanent impairment associated with this event.